Manufacturer narrative:
Product has not been received by manufacturer. Investigation report is incomplete at this time. A follow-up will be submitted when investigation is complete.

Event description:
The event is reported as: the balloon would not deflate during a procedure. No injuries reported.